Event description:
Report from (B)(6) stating that the device was overheating. It is known that the device was not used during surgery. It is unknown if injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).